Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, a portion of the distal tip of an expressew passer needle broke off into the joint space. The fragment was not retrieved from the body; however, the procedure was completed successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.